Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the customer answered that it is ¿unknown¿ if there is an energy instrument that should be reported for this failure since the instrument was already returned. There was damage visible on a cable, a loose cable was observed. The customer answered that it is ¿unknown¿ if there was physical damage visible on the instrument.